Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain additional information. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported that when the anesthesiologist removed the catheter from the patient, it is believed that the tip broke off in the patient. Customer stated that an ultrasound, CT and x-ray were completed and the tip was not found. The customer believes it is about 4 cm of retained catheter in the patient. The patient refused any surgical intervention at this time.